Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office, the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed that no system malfunction occurred during treatment. The possibility of this occurrence being related to the coolsculpting procedure cannot be excluded, even though it is possible that the patient had a previously undiagnosed umbilical hernia, which is a very common occurrence in women. It is zeltiq's policy to be conservative and to make this report.

Event description:
It is alleged that a female patient received coolsculpting treatment over the umbilicus approximately 2 years ago with the 6 series applicator. She received a second coolsculpting treatment sometime in (B)(6) 2012 with the coolmax app (8.0). Approximately 1-2 weeks after treatment, the patient developed a moveable nodule that was diagnosed as an umbilical hernia by the treating physician during the first week of (B)(6) 2012. On (B)(6) 2012, zeltiq was notified that the physician has recommended surgical repair making this a reportable event. A follow-up report will be made to the agency if and when new information is received about this case.